Manufacturer narrative:
The operator experienced a spontaneous balloon rupture during the same procedure on involving two units. A third balloon from another manufacturer was used to finish the procedure. There were no patient complications reported. The devices were not returned for analysis. A device history record (DHR) review of lot 17017304 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of may have contributed to the reported event but these are unknown. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported bursts; therefore, no corrective/preventive action will be taken. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00078 and 9616099-2015-00079.

Event description:
Spontaneous balloon rupture during the same procedure on 2 units. A third balloon from another manufacturer has been used to finish the procedure. No patient complication reported.

Manufacturer narrative:
Reporter's address is: (B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2015-00078 and 9616099-2015-00079.